Event description:
Man with end stage arthrosis of the left hip underwent total hip arthroplasty on (B)(6) 2008. The hip stem broke 3.5 years later requiring a surgical revision. Wright medical technologies size 60mm lineage solid cup with a 36mm ID group iii 32mm alumina ceramic acetabular liner and a profemur renaissance size 15 s stem with an extra long varus neck and a 36x+3.5 alumina ceramic femoral head component.